Event description:
Infant weaned off of nasal cannula of 21% blended at 0.5 lpm to room air. It was noted that infant was desating quickly after nasal cannula removed. Infant's nares were suctioned and ns drops given with suctioning again. Still infant continued to desaturate to 78%. When nasal cannula replaced and returned to 21% at 2 lpm infant quickly increased o2 saturations to 100%. Then infant placed on a flow meter to air only from the wall on 2 lpm and infant desaturated to 78%. Nnp notified and new order for infant to be placed on hfnc with a different blender given. Initial blender taken out of service. FDA safety report ID# (B)(4).